Event description:
Clinical study advantage af phase 2, (B)(6), subject ID: (B)(6). It was reported that the patient experienced shortness of breath and dizziness. Upon examination in the office, they found the patient to be in atrial flutter, a condition they had previously experienced. An ECG was performed, and electrical cardioversion shock was administered. No hospitalization was necessary, and the event was resolved. There is no further information available.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. The model and lot number are unknown for this device, as it was not available. If there is any further relevant information obtained, a supplemental medwatch will be filed.